Manufacturer narrative:
(B)(4). Batch # u5dj33/ date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information requested and the following was received: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, exactly. The blade started to go through the tissue but didn't go all the way. The tissue seemed too thick, because the same thing happened on two different occasions with the same patient and with the different devices. When making the shot, it was heard how the blade did not complete the cut correctly like other times. They tried to remove the machine with the opening systems that the device has but none was successful. They tried everything, (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override), but the only solution was to use another device to cut the tissue and be able to remove the device. Two devices failed, with the second devices finally we were able to cut the tissue but it also failed and we recovered the blade with the reverse option. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received partially fired 2/3. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the devices failed in the first firing and couldn't be opened. There were no patient consequences.